Event description:
Information received from the field notes that there was no pacemaker output. The patient presented to the emergency room with a stable rhythm. It was noted that the patient had complete heart block.